Event description:
Customer reportedly received results of 79 mg/dl and 200 mg/dl within 10 minutes on the same device. Also, about eight hours later, the customer reportedly received results of 11 mg/dl and 117 mg/dl within 10 mins on the same device. Tests were done on the same pt by different operators; reporter thought this may have contributed to the discrepant results. Customer states the pt was treated, but does not know with what. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.